Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a breast oncology case, the surgeon reported 2-3 patients experienced blistering along the surgical site. The patients were treated with a topical treatment and dressings. The total number of patients is unknown, therefore only one record was created and will report all patients as a whole.